Event description:
It was reported that one box of infusion set connectors was oversized and could not attach to the ilet, while other boxes functioned as expected. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention, no hospitalization, and continued therapy with other available connectors. Investigation included verification of the shipping address and initiation of product return and replacement logistics. Investigation of this case revealed a suspected out-of-tolerance connector dimension limited to a single box, consistent with a component fit/compatibility issue isolated to that lot, with the pump and other connectors performing as intended. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing variation of the connector component.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.